Manufacturer narrative:
(B)(4). Concomitant medical products- vngd psrp intlk fmrl lt 65, item 110016628 , lot 3796404, therapy date - device remains implanted. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-0117.

Event description:
The patient underwent a left knee arthroplasty and subsequently suffered a posterior dislocation of the left knee. A reduction was performed under general anesthesia on the same day.

Manufacturer narrative:
Zimmer biomet case number cmp-(B)(4). Correction: b4, g4, g7, h2, h10 upon reassessment of the reported event, it was determined an MDR will not have been filed under the current manufacturer. This event will be reported by medwatch facility warsaw biomet - (B)(4).

Event description:
Upon reassessment of the reported event, it was determined an MDR will not have been filed under the current manufacturer. This event will be reported by medwatch facility warsaw biomet - (B)(4).

Manufacturer narrative:
(B)(4). This is a combined initial and final report. Report: 3002806535-2018-01116 was voided under 3002806535-2018-01116-1 as a review of the complaint identified the product as warsaw design control. It was determined an MDR should be filed under medwatch facility warsaw biomet. However, it has since been established that the products are UK design control after all. This event is now reported by medwatch facility UK. D11: medical product: vngd psrp intlk fmrl lt 65, item: 110016628, lot: 3796404. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01117-2. D11: therapy date: device remains implanted. G3: report source, foreign - event occurred in japan. Device remains implanted; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : devices remain implanted.

Event description:
The patient underwent a left knee athroplasty. The patient suffered a posterior dislocation of the left knee. A reduction was performed under general anesthesia on the same day.